Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. End user risk assessment as per p-eura document, eurap2053005, severity is severe (s4) occurrence = (number of complaints received for all similar complaints / batch quantity) x 100% occurrence = 1 / 36000 x 100% = 0.0028% occurrence is occasional (o3) per CPR-028. The risk level is high. Root cause description: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Therefore, the root cause cannot be determined. Complaint will be reopened when sample is returned. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced leakage from the injection port during use. The following information was provided by the initial reporter: a 20g cannula was inserted in to a patient and the position was checked with a saline flush. The cannula was then connected to the contrast pump injector in CT. A flow rate of 3ml/sec was selected and the contrast injection was started. The pressure on the injector monitor went steeply upwards to the pre-set pressure limit of 325 psi. This can sometimes happen when the patient's arm if overly flexed - it was not overly flexed at this point. The supervising radiographer then noticed that the IV contrast was leaking out through the pink port on the top of the cannula. The injection was stopped and a new cannula was inserted in to the other arm.